Manufacturer narrative:
Analysis of the device found a reliability non-conformance of the pump motor with a gear train anomaly of corrosion and-or wear and-or lubrication. Analysis of the device also found a reliability non-conformance of the pump motor with a gear train anomaly of stall due to gear wheel 3. Eval code-result no longer applies.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a nurse and company representative regarding a patient who was currently receiving dilaudid (hydromorphone) with concentration 5 mg/ml at a dose rate of 0.6196 mg/day, bupivacaine with concentration 10 mg/ml at a dose rate of 1.239 mg/day, and clonidine with concentration of 10 mcg/ml at a dose rate of 1.239 mcg/day via an implantable pump for non-malignant pain and other non-malignant pain it was initially reported by a nurse that a motor stall was seen at initial interrogation. The motor stall occurred on (B)(6) 2016 according to the logs. In addition to the motor stall, the pump logs also revealed the stopped pump period may exceed tube set. The patient did not recently have magnetic resonance imaging performed (MRI). It was noted that the patient initially thought the alarm was coming from her home somewhere, but it turned out it was her pump. It was further reported that the patient was hospitalized on (B)(6) 2016 for pneumonia, nausea, couldn't eat, emotional, "skin crawling" feeling, and withdrawal. The patient started having increase in pain on (B)(6) 2016 because she was no longer taking 100 mg steroid that she was on. It was also indicated that the patient has rheumatoid arthritis. The patient was to see the physician and company representative the next day (B)(6) 2016. A company representative later reported that the pump was explanted and replaced on (B)(6) 2016 regarding the motor stall. The pump was returned to the manufacturer.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.